Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn:unknown); unknown egia su, unknown endo gia sulu, (lot#unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a tumor resection, in lower colon when introducing the shaft and reload trough a wound protector device with cover, a strong noise was heard, the shaft and reload were retired from the patient cavity, through the end cap bore of a wound protector devise. Reload was unload and load again, and it was recognized by powered handle (cd screen and also green button checked to confirm it). Again, surgeon introduced shaft and reload, and the load was fired. After this step, load could not be opened with the powered handle. Then, surgeon released shaft from the handle, and the device opening tool was used to try to open load, but it did not work. Next the surgeon disengaged the shaft from the load; but distal part of the shaft got broke. In order to extract the tri-staple load that was still closed on the lower colon, surgeon used a competitor stapler and load. After this step was performed, surgeon could not finish surgery with an anastomosis, and a colostomy was performed to finish the surgery. Patient condition at the moment of the report was stable and recovering.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but three photos were available for evaluation. Visual inspection noted that the proximal end of the adapter with the serial number was visible. The distal end of an adapter was visible. A broken reload adapter was stuck in the distal end of the adapter. An adapter was visible. A broken reload adapter was stuck in the distal end of the adapter. It was reported that the instrument broke and locked on tissue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that there was a broken piece of a reload adapter stuck in the distal end of the signia adapter. There was notable damage to the tip of the firing rod, indicating disengagement with reload laminates. Evaluation noted that the blue unload switch could be fully depressed. The broken reload adapter was removed without difficulty by pressing the blue unload switch back then twisting and removing the reload adapter from the signia adapter. The signia adapter was connected to the gen2 acc software and the strain gauge was responsive and in the appropriate range. An rpa reload could be inserted into the signia adapter but could not be rotated into position. This is indicative of the articulation mechanism being out of position. The adapter was connected to an rpa clamshell and an rpa signia handle running v29.6 software. The device calibrated correctly. The rpa reload was attached to the adapter and was able to be rotated and articulated in all directions without hangups or sluggishness. The unit was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that the instrument broke and the device was locked on tissue. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of articulation mechanism not in home position that has relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. Another unreported condition was identified: powered stapling - articulation calibration error and signia uart communication error that has no relationship to the reported condition. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b1, b2, g3, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (sn:(B)(6)); unknown egia su, unknown endo gia sulu (lot#p4e0834). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.